Event description:
It was reported the atrial connector is broken. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report of the atrial output connector being broken. It was also noted that the upper case, lower case, both bail covers, ring cover, lead flex cover and the heart block were broken, the battery contacts were compressed, the battery drawer was broken and delaminating and the keyboard window was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.